Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received this device post-explant for a routine post-market analysis; no performance allegations were received with the returned product. During analysis testing, engineers confirmed the device's battery depleted at an accelerate rate in accordance with product labeling. No adverse patient effects were reported during the implanted duration nor at the time of explant.